Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called for assistance in priming the insulin pump. The customer stated that the insulin pump had a message on the display, and she was connected while priming. Assisted customer with clearing the message and the device display 60 u flashing for the manual prime. Requested customer to disconnect and test her blood glucose. Customer stated that glucose levels were high and paramedics were called to her home. It was stated that the customer was coherent, and was not showing any signs of hypoglycemia. Customer was not taken to the hospital and her glucose levels did not go down.